Event description:
During device evaluation performed at zoll, the returned loaner autopulse platform (s/n (B)(4)) failed the load cell characterization test. No patient involvement.

Manufacturer narrative:
The loaner autopulse platform (s/n (B)(4)) was returned to zoll for service. During investigation performed at zoll, the autopulse platform passed the initial functional test but failed the load cell characterization check during further testing. The root cause of the noted failure was the defective load cell 1, likely attributed to mishandling such as a drop or a defective component. The defective load cell 1 was replaced to remedy the fault. Visual inspection of the autopulse platform was performed, and no physical damage was observed. Following service, the autopulse platform passed all testing criteria. Final load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).